Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: b.5., b.6., b.7., section c. Suspect product, d.4., d.10., g.1., h.4., h.6.

Event description:
Additional information: additional treatment was noted as hospitalization, ¿cyclobenzaprine 5mg¿, ¿methyl-prednisolone 4mg¿, and ¿acetaminophen-oxycodone 325/5mg." Patient stated they had degenerative disc disease due to falling off a horse prior to injections, deemed not related to the device. Event has resolved approximately two and a half months from date of onset.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "worsening of lumbar spinal stenosis," deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical subject was injected in the temples with juvéderm voluma® xc. Approximately a month later, patient was hospitalized due to a serious event of "worsening of lumbar spinal stenosis" for a disc replacement surgery, deemed not related to the injection. Treatment is noted as ¿gabapentin 300mg¿, ¿l4-5 laminectomy¿, ¿l3-4 discectomy." Diagnostic tests noted as ¿cervical spine x-ray¿, ¿CT c spine/lumbar¿, and ¿cervical/lumbar myelogram." Patient stated they pre-existing degenerative disc disease due to a traumatic event. Event is ongoing at this time.